Event description:
Patient's last screening mammogram was (B)(6) 2025. Patient was admitted to hospital on (B)(6) 2025 due to obstructive jaundice. Patient underwent eus with egd on (B)(6) 2025 with biopsy and whipple procedure (B)(6) 2025. Pathology findings of periampullary adenocarcinoma. Post-surgery, patient developed acute liver failure and increasing hemodynamic instability. Died on (B)(6) 2025 while in hospital. This was within 30 days of any study related activity, and thus expedited reporting is required per protocol.

Event description:
Additional information received for report mw5168382 on 4/04/2025.